Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 62767003; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 62818735; 00875705201 shell with cluster holes porous 52 mm 62811639; 00771300700 modular femoral stem press-fit 62826586; 00784804400 modular neck d 12/14 neck taper 62859333. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00447.

Event description:
It was reported that patient underwent total hip arthroplasty and is now experiencing limited range of motion and instability. Patient wants to know if her hip is part of a recall.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.